Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, r-wave amp variation and high pacing impedance. The reported events of r-wave amp variation and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis didn¿t find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the emergency room following a syncopal episode. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold, decreasing r-wave sensing, high pacing impedance. Capture loss was also noted. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.